Event description:
The ge oec 9800 fluoroscopy system had a lock-up issue. System locked up and took several re-boot attempts to restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to corrupt software that was re-loaded along with system calibration and configuration files. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.